Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to poor performance and a tip foldover. The patient was reimplanted with another cochlear device during the same surgery.